Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient had initiated the initial drain cycle prior to having their transfer set connected to the patient line of the homechoice set. After noting this the home patient connected to the setup. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.